Event description:
Philips received a complaint on the efficia dfm100 defibrillator indicating that paddles are faulty. Based on the information available and the testing conducted, the cause of the reported problem was faulty external paddles. The device was operational after replacement of external paddles. The investigation concludes that no further action is required at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.